Manufacturer narrative:
Approximate age of device - 1 year, 8 months. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2018 that low flow alarms were noted upon interrogation of the patient's lvad system. The patient was asymptomatic. The system controller log file was submitted to the manufacturer's technical service department for analysis. Review of the submitted log file noted high pump power and high estimated flows, which resumed to the patient's baseline values until the pump speed was increased. On (B)(6) 2018 a second log file was submitted to the manufacturer's technical services department for analysis confirmed the reported persistent low flow alarms. A CT scan was unremarkable for outflow graft obstruction. The patient was medically managed on unspecified inotropic therapy and on (B)(6) 2018, a subcostal pump exchange was performed due continued elevated levels of ldh, heart failure symptoms and suspected pump thrombosis. Only the pump was exchanged; the inflow conduit and outflow graft were not replaced. After the pump exchange, the estimated pump flow reportedly resumed to the 5-6 lpm range. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: the evaluation of heartmate ii lvas, confirmed the presence of pump thrombosis, which could have contributed to the reported elevated lactate dehydrogenase (ldh) levels, elevated powers, and low flow alarms. Evaluation of the submitted log files confirmed both intermittent power elevations and low flow hazard alarms. A direct correlation between (B)(4) and the report of heart failure symptoms could not conclusively be established through this evaluation. Upon disassembly of the pump, examination of the distal-side of the inlet stator revealed a thrombus formation surrounding the inlet bearing cup. An additional thrombus formation was found surrounding the inlet bearing ball. The two thrombi appeared similar in color and structure, suggesting that they likely developed as one formation and broke apart upon pump disassembly. The thrombus rings revealed dark areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombi developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was supporting the patient. In addition, examination of the proximal-side of the outlet stator revealed a small thrombus formation situated adjacent to the outlet bearing ball and stator blades. The lack of laminated layering indicates that the thrombi did not initially form in this location and could have potentially broken off from the larger thrombus found in the pump; however, the specific origin could not conclusively be determined. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, they could have contributed to the reported events. The remaining blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.